Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was 68 mg/dl. The customer states the insulin pump was exposed to fluid. The insulin pump was taken into ocean water. The customer reported that the insulin pump was not able to vibrate. Troubleshooting was provided. The insulin pump did not pass the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. Pump vibrated properly during testing. Insulin pump monitored for several hours and no constant vibrate noted. However, insulin pump received with moisture damage on the electronic assembly. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.